Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. A customer reported unspecified scan results on the adc device in comparison to unspecified glucose readings on a healthcare professional (hcp) meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as dizziness, sweating, feeling thirsty and weak. A blood glucose reading of 994 mg/dl was obtained on a laboratory test by an hcp, compared to an adc scan result of approximately 60 mg/dl. When the results were plotted on a parkes error grid, fell into the "out of range" zone showing the difference in values to be clinically significant. The customer was unable to self-treat and was administered with insulin (type/dose unspecified) by the hcp as treatment for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event. Reportedly, a scan result of 65 mg/dl on the adc device was compared to a glucose reading of 500 mg/dl from an hcp meter. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The length of sensor wear was 7 days. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 plus sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under qr1081093. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. A customer reported unspecified scan results on the adc device in comparison to unspecified glucose readings on a healthcare professional (hcp) meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as dizziness, sweating, feeling thirsty and weak. A blood glucose reading of 994 mg/dl was obtained on a laboratory test by an hcp, compared to an adc scan result of approximately 60 mg/dl. When the results were plotted on a parkes error grid, fell into the "out of range" zone showing the difference in values to be clinically significant. The customer was unable to self-treat and was administered with insulin (type/dose unspecified) by the hcp as treatment for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event. Reportedly, a scan result of 65 mg/dl on the adc device was compared to a glucose reading of 500 mg/dl from an hcp meter. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The length of sensor wear was 7 days. However, it is unknown when these readings were obtained in relation to the reported medical event.